Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved in radius. A leak test was performed which identified one opening on the device. A microscopic analysis was performed which identified: one opening curved in radius displayed sharp edge opening (unidentified (tear) opening). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one unidentified (tear) opening.

Event description:
Physician reported deflation of a left side tissue expander. The device was explanted and replaced with another tissue expander.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported deflation of a left side tissue expander. The device was explanted and replaced with another tissue expander.